Manufacturer narrative:
He hill-rom technician found the center arm was broken. He replaced the center arm to resolve the issue.

Event description:
Information received indicated the right intermediate siderail would not latch.